Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'upstream occlusion alarms when none present' which was reproduced during evaluation. A review of the event history log identified multiple 'upstream occlusion!' Alarms. The reported condition was verified. The cause was determined to be an out of calibration ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion when none was present. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.